Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: crosser catheter without packaging and label was returned. The sample was returned bloody. The distal tip was examined under microscopic magnification and the outer catheter was noted to be partially separated from the distal tip. A marker band torn in half and a tear was present in the catheter underneath the marker band. However, the marker band still remained attached to the catheter. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub but was unable to be loaded through the distal end of the catheter due to the material separation and the distal tip being off center with the rest of the catheter. The outer catheter was then removed at the distal tip and no twisting was noted. The guidewire lumen appeared to be slightly kinked just proximal to the distal tip, likely due to the material separation and the catheter being off center. Medical records review, image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for material separation, as the catheter was partially separated from the distal tip. The investigation is confirmed for torn material, as the marker band was torn on the catheter. The investigation is inconclusive for device-device incompatibility, as full functional testing could not be performed due to the material separation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the material separation and torn marker band. Labeling review: the current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4).

Event description:
It was reported that the .014 guide wire was unable to pass through the wire port of the recanalization catheter. There was no patient involvement.